Event description:
The physician achieved arteriotomy closure with the perclose a-t (the closer ak) device following an interventional procedure in 2003. It was reported that the device was used without incident. The patient was discharged home the following day. 5 days later the patient presented to the physician's office with a 5x5 area of redness at the groin site and drainage of pus. The patient was admitted to the hospital the same day and was started on the intravenous antibiotic timentin, which was given every six hours. The blood cultures taken were gram+ for staphylococcus aureus. The patient was discharged home 2 days later and was prescribed the oral antibiotic augmention 875mg twice a day for 14 days. It was reported that the patient is doing well to date. Though requested, no additional information was provided.